Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set, and out the catheter tip. No occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer called in to report that the reservoir would not go into the insulin pump and they received a no delivery alarm. The customer's blood glucose level was unknown. During troubleshooting, the customer was able to change the reservoir and resolve the problem. The customer was advised that the reservoir would be replaced and agreed to return the reservoir for analysis.